Manufacturer narrative:
Product evaluation: four used cartridges were returned with fifteen unopened cartridges for the reported complaint lot. The four used cartridges were microscopically evaluated. Viscoelastic was observed in the cartridges. The four used cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted. The cartridges met specification for the presence of top coat. Internal disruption in the coating was observed for all four cartridges. The fifteen unopened cartridges were microscopically and functionally evaluated. No cartridge damage or foreign material was observed before or after the lens delivery. Top coat dye stain testing was conducted with acceptable results. The provided video was reviewed. The lens and cartridge preparation were not shown. A lens was observed at the parting line. Both haptics were tucked in the optic fold. The lens was rapidly advanced into the eye (toric axis marks visible). There appeared to be an opaque particulate on the trailing optic/haptic junction. As the lens unfolded, two opaque linear particulates were observed on the posterior surface/under the lens. The particulate appeared loose as the irrigation shifted it from under the lens. The material was removed with the (irrigation/aspiration) I/a tip. Three plastic sample tubes were returned with applicator tips inside. The particle lab visually examined the three applicator tips, which were returned in the closed containers. Microscopic examination identified a brown particle on each applicator. Comparison of the brown particles¿ generated ir spectra to a library of spectra found the best match to be texwipe fibers. Texwipes are universally used. This manufacturer uses a specific low-lint polyester wipe. Procedures are in place to preclude loose particulate on or in the product. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Indicated associated products are qualified for use with the cartridge. The root cause for the reported complaint could not be determined. Based on evaluation of the four returned used cartridges, the reported material may be internal coating. All four used cartridges exhibited internal disruption/damage to the coating at the tip area. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during 8 intraocular lens (iol) implantation procedures, foreign material was found to be floating and adhered to the back of the iols after implantation. The foreign material was removed during the surgeries and no lenses were replaced. No patient harm has been reported. Additional information has been requested.